Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a patient sample on a vitros 5600 integrated system. A definitive assignable cause could not be determined. This was a new vitros tropi es lot put into use only 1 day prior to the event. There was no indication of a tropi es reagent issue based on the acceptable quality control performance. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tropi es lot 3680. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3680 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. An instrument related event has been ruled out as a contributing factor as vitros tropi es precision testing was within the acceptable guidelines. Pre-analytical sample processing could not be ruled out as a contributing factor, as the customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
On (B)(6) 2020, a customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a non-reproducible and higher than expected troponin I result obtained from a patient sample processed using vitros troponin I es reagent on a vitros 5600 integrated system. Vitros troponin I es patient sample result of 0.726 versus expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es patient result was reported from the laboratory and the patient was treated with aspirin. The physician questioned the vitros tropi es result and repeat testing was performed. A corrected result of <0.012 ng/ml was reported out of the laboratory. A consult with ortho medical safety office dr. Lily li indicated since the patient did not experience any acute adverse reaction, long term serious injury is not anticipated due to the unnecessary intake of aspirin. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).